Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing t waves and a lead integrity alert was triggered. The lead was reprogrammed to a different sensing configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; 665 of the 1813 lifetime ventricular short interval counts (v-sic) were recorded beginning (B)(4) 2013. A lead integrity alert was triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and ventricular short interval counts (v-sic.)